Manufacturer narrative:
No product returning for eval. Should new relevant me available, a f/u report will be submitted.

Event description:
Received info stating customer's pump battery depletes faster than normal. Reportedly, customer's blood glucose level was not impacted.